Manufacturer narrative:
Lead model 3887-33 lot#j0019964v implanted: (B)(6) 2001 explanted: na; adaptor model 3550-29 lot #n197001 implanted: (B)(6) 2009 explanted: na; extension model 3708340 serial #(B)(4) implanted: (B)(6) 2007 explanted: na; programmer model 37742 serial #(B)(4), recharger model 37752 serial #(B)(4).

Event description:
It was initially reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. In addition, she was not able to adjust the stimulation and had coupling/communication issues between the recharger and the implanted neurostimulator. Follow up information received from the healthcare professional confirmed that the patient had difficulty recharging and was not able to communicate with neurostimulator. Battery depletion was also reported as the cause of the event. Multiple attempts at reprogramming and recharging did not resolve the issue. On (B)(6) 2011, a revision was performed at which time, the neurostimulator was replaced. The lead and extension were determined to be okay. The patient outcome was reported as no injury. If additional information is received, a follow-up report will be sent.